Event description:
Pt was having a left heart catheterization and coronary angiography because of known cad in the setting of her current admission for unstable angina with evidence of myocardial injury. The cath demonstrated severe 3v coronary artery disease for which bypass surgery was being recommended. During the left ventriculography with a 5french terumo jacky catheter through an injector, there was severe intramyocardial staining as the catheter became embedded into the septum. This resulted in subacute pericardial tamponade likely through left ventricular perforation and the pt expired. Diagnosis or reason for use: left ventriculogram.